Manufacturer narrative:
Concomitant product : 5024m-52 lead implanted (B)(6) 1994.

Event description:
It was reported that the patient experienced a hematoma. The hematoma was extracted and the pocket revised. One day after the pocket revision, the patient experienced mild bleeding from the device site. The would was re-dressed, hemostasis achieved, and the patient was instructed to withhold coumadin for one day. Upon re-check three days later, the incision was well-approximated with no further bleeding. The device remains in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it.) No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.